Event description:
The manufacturer received information alleging a patient lit a cigarette while using the everflo oxygen concentrator. The patient received burns and was hospitalized. The investigation is still ongoing for this issue. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a patient lit a cigarette while using an everflo oxygen concentrator. The patient received burns and was hospitalized. There was no allegation of device malfunction. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."